Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer stylus and cursor did not align on the display screen and calibration did not resolve the issue. It was also indicated that the power cord insulation was pulling away from the plug connector but was functional. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus could not be calibrated with the screen. The programmer was returned to service. There was no patient involvement.